Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. On an unreported date, the patient began treatment with ip injection of vancomycin (1g, stat) and intravenous (IV) injection of tazact (4.5g, twice a day, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event of peritonitis. Pd therapy was ongoing. Additional information was not available.